Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044389) in united states on 12-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The consumer stated immediately after essure procedure she had bleeding and cramping. She spoke to her physician and she tried putting her on 4 different types of hormone pills to help the bleeding; nothing worked, one made it to where she felt like she couldn't breathe and she had to go to the hospital. She stated missed work many times because it was just too painful to sit up or walk. Her physician kept telling her she would eventually stop cramping and bleeding. She went back 3 months to do the procedure where they make sure that the placement was done correctly and it was, but the pain and bleeding would just not stop. She sought different opinions from 2-3 other doctors and after an ultrasound they decided that she should get a hysterectomy done. She had 5 healthy kids and no other medical issues up to this point. They told her that the hysterectomy would stop the bleeding and the cramping and she would be back to normal that was not the truth. She had a hysterectomy (B)(6) 2014. She did stop bleeding but continued to have the sharp pain on her left side and then al in her pelvic area. The pain was so severe that she still continued to miss work, and wake up at night with the pain just like before the surgery. The consumer dealt with pain the very first moment she wakes up until she goes to bed at night and sometimes during the night. She was healthy and living a normal life until she had the essure procedure done. She reported being depressed, angry, sad and in pain now dealing with this, she no longer live a normal life and it was very depressing for her having a hysterectomy. The consumer reported norco as treatment since she still takes for pain. Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after essure procedure she had bleeding (interpreted as genital bleeding) and cramping / too painful to sit up or walk / continued to have the sharp, pain, on my left side. A hysterectomy was performed. These events were considered serious due to their medical importance and listed in the reference safety information for essure. Based on a positive temporal relationship and considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 30-mar-2016. A legal claim was received. This case is now legal. In (B)(6) 2013, a hysterosalpingogram (hsg) was performed and confirmed that her tubes were occluded with the devices. After the implant procedure, plaintiff began to experience constant bleeding and cramping. Finally, after months of trying different treatments to cure the pain and bleeding, plaintiff sought a permanent solution and underwent a total vaginal hysterectomy with bilateral salpingectomies on or about (B)(6) 2014. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after essure procedure she had bleeding (interpreted as genital bleeding) and cramping / too painful to sit up or walk / continued to have the sharp, pain, on her left side. A total vaginal hysterectomy with bilateral salpingectomies were performed. This case is now legal. These events were considered serious due to their medical importance and listed in the reference safety information for essure. Based on a positive temporal relationship and considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow up information received on 10-nov-2015: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after essure procedure she had bleeding (interpreted as genital bleeding) and cramping / too painful to sit up or walk / continued to have the sharp, pain, on my left side. A hysterectomy was performed. These events were considered serious due to their medical importance and listed in the reference safety information for essure. Based on a positive temporal relationship and considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.